Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-12261 it was reported post-operative programming provided the patient with effective stimulation therapy. Patient's issue is resolved.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-12261. It was reported the patient lost stimulation. The patient has had numerous accidents and incidents of falling. The leads were explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.